Event description:
International affiliate reported that the reservoir tore on the heat sealed area at the left backside of y-connector 8 days following initial use of the device. No adverse pt consequence was reported.